Manufacturer narrative:
(B)(4). Date sent 12/9/2024. D4 batch #140d32. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, joint cover damaged and with a gcfrgb reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged, one side of the knife wings was noted to be out of position, block the knife from closing, the other side of the knife wing was noted to be broken off. No functional test was performed due to the condition of the device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Regarding the damaged to anvil and knife slot, it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140d32, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ed57, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy surgery, after the 5th fired, noted the battery pack was with abnormal high temperature. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.